Manufacturer narrative:
The consumer was sitting in the device while on a bus. Please note that this unit is not rated for occupied transit. A field service technician (fst) evaluated and adjusted device. The device is working properly.

Event description:
Consumer alleges while she was on a bus her chair allegedly tipped over and she hit her head on the window.

Manufacturer narrative:
The exact "date of event" was not been provided. Alleges incident occurred in (B)(6) 2019. The device has not yet been evaluated. Should further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges while she was on a bus her chair allegedly tipped over and she hit her head on the window.